Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st¿ lead. A 50cm, model#: sc-1110-02, serial#: (B)(4), description: precision¿ implantable pulse generator (ipg).

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s leads were infected. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s leads were infected. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s leads were infected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s symptom for infection was a leaking fluid at both the lead and ipg sites. Antibiotics were prescribed. Infection was not device related.